Event description:
It was previously reported that, "this notification was opened for review for information received that it was reported that the patient passed away while using the bipap a40 pro device on march 20th, 2026. An internal investigation by the customer has been launched to determine possible cause and circumstances. The device has since been collected. The customer stated, "it has been observed that the device performed an internal reset and that alarm notifications occurred." At this point, there has been no information as to what caused the death and no medical interventions have been noted." Additional information was obtained on 12may2026, "the patient was using the device for restrictive pulmonary disease. The hospital reported that the patient could support therapy interruptions (>8hours), had hand function to take off mask and was able to call for support/help. It was not a patient that would need life support ventilation. The hospital uses standard 22mm tubing and mask. The patient was found deceased by the patient's son in the morning. It is unclear how much time has passed between the patient initiating the "personal alarm call system" and the son getting to the patient's home where she lived independently. The ventilator inoperative alarm was sounding and occurred on (B)(6) at 04:44." The clinical team is currently awaiting more information surrounding alarm response, medical interventions, and any external monitoring sources being used. The device log was also provided. An analysis was conducted by the clinical team. The log confirmed on the day of the event that multiple e-00096 err_write flash-failure events were generated. Therefore, there is a confirmed failure of the device during the time of the event, but it is currently unclear if the failure caused or contributed to the event. Based on the information currently provided and available, this device cause and/or contribution to the reported event of the patient's death cannot currently be confirmed, nor refuted. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding good faith efforts received. As well as updating the (device) problem code grid and the adverse event/product problem to 'both'.

Event description:
This notification was opened for review for information received that it was reported that the patient passed away while using the bipap a40 pro device on (B)(6) 2026. An internal investigation by the customer has been launched to determine possible cause and circumstances. The device has since been collected. The customer stated, "it has been observed that the device performed an internal reset and that alarm notifications occurred." At this point, there has been no information as to what caused the death and no medical interventions have been noted. Based on the information currently provided and available, device cause and contribution to the event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts, device evaluation and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.